Event description:
Four reports of ge advantx failure. 2004 - when setting up for procedure, noted equipment down. Inhouse service repair person unable to get x-ray system restarted. Ge service called. Four days later x-ray equip not working and resulted in cases being moved to other rooms. Ge contacted. The next month generator was turned on and screen continued to be blank. Attempted to re-boot with same result. Inhouse repair person notified.